Manufacturer narrative:
The insulin pump monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm. Customer's blood glucose was 260 mg/dl. Battery compartment was damaged. Customer declined troubleshooting. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.